Event description:
Sometime in 1983 an aus device was implanted. On 4/5/96 the balloon was revised. On 9/18/96 the cuff was removed from the pt and replaced due to fluid loss and recurring incontinence.